Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the lead was unable to be unscrewed from the device. The device was not implanted.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septa material found inside the v is-1 setscrew hex cavity. This material prevented full insertion of the torque driver into the hex cavity.